Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by loss of appetite and weakness. The patient was not hospitalized for the peritonitis, but visited the emergency department daily for five days for treatment. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown intravenous antibiotics for five days (medication, dosage, and frequency not reported) for the peritonitis. On unreported date(s), the patient was treated with unknown intraperitoneal antibiotics for fourteen days (medication, dosage, and frequency not reported) and intraperitoneal heparin (dosage, frequency, and duration not reported) for the peritonitis. Dianeal therapies were ongoing. On an unreported date, the patient was recovered from the peritonitis and was feeling much better. No additional information is available.